Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed a total power failure alarm. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(6).

Event description:
It was reported to resmed that an astral device powered down. There was no harm or injury as a result of the event.